Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Imdrf device code a04 captures the reportable event of tip kinked. Imdrf device code a0406 captures the reportable event of stent damaged. Block h10: a wallflex biliary stent and delivery system were received for analysis. The stent was received fully deployed and expanded. Visual examination of the returned device found the outer clear sheath kinked in different sections. Microscopic inspection was performed, and the outer blue sheath was noted to be damaged in two sections (cut). No other issues were noted to the stent and delivery system. The observed failure of outer clear sheath kinked in different sections and outer blue sheath damaged in two sections (cut) were likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician (force applied), limited the performance of the device and contributed to the observed failures. The reported events of stent positioning issue and delivery system difficult to remove cannot be confirmed as these events occurred during the procedure and it is not possible to replicate in the laboratory of analysis. The reported event of stent material deformation cannot be confirmed as no damages were noted to the stent. The reported event of tip damaged/defective cannot also be confirmed as no damages were found on the tip during visual inspection. Based on the available information, there is not enough information to confirm the reported events of stent positioning issue, delivery system difficult to remove, stent material deformation and tip damaged/defective; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent positioning issue (stent misplacement) is noted within the IFU as possible adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was to be implanted in the common bile duct to treat a stenosis due to head pancreatic cancer during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. The patient's anatomy was not dilated prior to stent placement. During the procedure, the stent was successfully deployed; however, during removal of the delivery system, the tip got stuck in the stent, which caused the stent to move out of its position. The stent was removed from the patient using snares, and another wallflex biliary stent was used to complete the procedure. The tip was kinked, and stent was noted to be damaged. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was to be implanted in the common bile duct to treat a stenosis due to head pancreatic cancer during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. The patient's anatomy was not dilated prior to stent placement. During the procedure, the stent was successfully deployed; however, during removal of the delivery system, the tip got stuck in the stent, which caused the stent to move out of its position. The stent was removed from the patient using snares, and another wallflex biliary stent was used to complete the procedure. The tip was kinked, and stent was noted to be damaged. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Imdrf device code a04 captures the reportable event of tip kinked. Imdrf device code a0406 captures the reportable event of stent damaged.